Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Revision of srom pinnacle for loose acetabular shell and a broken acetabular screw. Details of implants in situ and explants unavailable. Patient to keep explants. Pinnacle shell and liner removed - this was a multihole shell size 50 with a ceramic 50/32 liner and 2 x screws (sizes unknown) one of which was broken. Both screws removed, including broken part of screw. Srom ceramic head removed. Srom stem remains in situ. Lima shell and bioball head implanted as part of the revision surgery. Surgeon reports: metallosis evident - unknown origin, shell loose - unknown infection (samples taken), possible osteolysis evident around shell. Surgeon did not give a definite reason for the revision or the shell being loose. He did not directly implicate the implants. Srom and pinnacle implanted 2007.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added d6. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A complaint was received regarding a srom pinnacle ceramic-on-ceramic hip construct stating: "revision of srom pinnacle for loose acetabular shell and broken acetabular screw x 1. Details of implants in situ and explants unavailable. Patient to keep explants. Pinnacle shell and liner removed - this was a multihole shell size 50 with a ceramic 50/32 liner and 2 x scews (sizes unknown) one of which was broken. Both screws removed, including broken part of screw. Srom ceramic head removed. Srom stem remains in situ. Lima shell and bioball head implanted as part of the revision surgery. Surgeon reports: metalosis evident ? Origin, shell loose ? Infection (samples taken), possible osteolysis evident around shell. Surgeon did not give a definite reason for the revision or the shell being loose. He did not directly implicate the implants. Srom pinnacle implanted 2007." Additional information was received: the surgeon mentioned metalosis but it was not clear if this was from the shell or the stem trunnion. They took samples to establish if there was an infection ¿ there are no results available. The surgeon mentioned osteolysis around the proximal portion of the stem but could not be definite that it was osteolysis. The surgeon said the shell was loose and it did not take a lot off effort to remove it. This patient has ra and has had 2 knee replacements and two hip replacements and is only 29 years old. The screw in the shell was broken in half. There was no definite answer as to why this had happened. Note: the primary implant records were located and the product information was populated into the complaint. The parts will not be returning to the company for investigation. Note: the stem and sleeve were not revised. A DHR review was conducted for the parts with reported product problems: screws (121725500/bt1ct4000 and 121735500/b28e74000): DHR reviewed - no deviations or nonconformances were noted. Cup (121720050/b2cb31): one piece was split from the order per approved process. No anomalies or deviations were found during the review. A worldwide complaint database search found two additional reports against the provided product code/lot code combination for the head (136532210/2487739); but these were for unrelated events: dislocations. No other complaints were found against the other reported products. Based on the inability to find any additional related reports against the provided product code/lot code combinations it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint samples associated with this report, it was not possible to determine if the devices failed to meet specifications at the time they were released for distribution.   The devices associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. Overall, from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.